Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual inspection revealed evidence of saline residue in the suction tube, indicating the device was used. Visual inspection of the active tip revealed the manifold was melted and charred from the 6 to 10 o¿clock positions on the tip. The observed damage would lead to sparking at the active tip, confirming this complaint. A functional test was not conducted to avoid further damage. Review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the records reviewed. Review of the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices released to distribution. Due to an increasing trend in this failure, a supplier CAPA investigation was initiated to investigate this issue further to determine root cause and to identify appropriate corrective actions. The supplier investigation is ongoing. Depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that the white case around the device started to char and spark on the customer's vapr s90 with hand controls during a rotator cuff procedure. The device was brand new, default settings, active in saline/patient, intermittent use. The case was completed with another like device. There were no adverse patient consequences with a two-minute delay. The device will be returned for evaluation. Per additional information provided on 06/28/17, the sales rep did not believe any material fell off of the device into the patient.